Manufacturer narrative:
D2: mta. (B)(4).

Manufacturer narrative:
H6: 4581: significant reduction of iridocorneal angles h6: 1494: off-label: acd<3.00mm at the time of implantation. Claim#(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo_13.2; -2.75 diopter implantable collamer lens patient's right eye (od) on (B)(4) 2023. On (B)(4) 2024 the lens was replaced with a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This resolved the problem. Cause of the event was reported as unknown.